Event description:
It was reported via repair work order that footboard had intermittent proper function due to footboard fascia label was bubbling. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.